Event description:
The surgeon implanted a aq2003v silicone lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. Iol injection cartridge and iol injector, models and lot numbers unknown.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that the lens haptic was torn and missing and the lens optic was torn. Surgical residue/ debris on product. Complaints of this nature are being investigated.